Event description:
It was reported by the customer that the bd pyxis medstation es system had a login issue, impacting the patient care. The customer stated that there was a delay in accessing the required medications for the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device slowness was caused by the network issue. A technical support specialist confirmed that the issue was resolved internally by the customer, provided them with the rss network guide as instructed by dst, the customer's network requirements were compliant with the guide, the updates started working. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis medstation es system had a login issue, impacting the patient care. The customer stated that there was a delay in accessing the required medications for the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined the login slowness. A technical support specialist guided customer with remote support service network guidance to resolve the issue. The system functioned as intended after the customer troubleshooted the device.